Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that two punctures were performed in a common femoral vein. One for diagnostic procedure and another for interventional puncture. A diagnostic procedure was conducted via a 6f sheath size. Reportedly, the device did not capture the vessel with the suture. The device was removed and it was noted that the suture came out of the vessel together with the knot. For interventional procedure, a suture placement in a common femoral vein was attempted with one proglide device using the pre-close technique via a 8f sheath prior to a cryoablation interventional procedure. The sheath size was upsized to 14f and at this time the device had a suture break. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.